Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, completed reset with assistance, confirmed that error message did not reappear, and successfully started new sensor session.